Event description:
It was reported that the patient underwent a revision procedure on both leads to address lead migration. Despite multiple good faith efforts, boston scientific has been unable to obtain additional information regarding this event and the patient outcome.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: unknown. Batch: unknown.